Manufacturer narrative:
The model number (ds6hflg8) and serial number (B)(6) noted in this report correspond to a humidifier. The base device is unknown but has been reported as a remstar autoa-flex w/hum,sysone60srs,dom, as this is the most likely corresponding product.

Event description:
The manufacturer was notified about a voluntary field safety notice/recall related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received reports alleging that the patient experienced eye irritation, nose irritation, respiratory tract irritation, asthma - new or worsening, lung disease, and kidney cancer (right). No specific medical intervention was mentioned. The manufacturer was made aware of this information through the customer¿s legal representative. Due to potential legal issues surrounding this case, no further investigation or follow-up can be conducted. If any additional information is received, a follow-up report will be submitted.